Manufacturer narrative:
A ge service representative performed an on site investigation. Although initial attempts to reboot at the time of the incident were unsuccessful, the failure could not be duplicated. Review of the error logs in the system showed communication failure between the c-arm and the workstation. Reloaded software and the system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system locked up with the c-arm completely losing power. There was no patient involvement.